Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Due to absence of data, the cause could not be established. The case will be re-opened in case of new data are provided.

Event description:
Device in emergency settings since minimum 6 months. The physician would like to know if it is a consequence of involuntary emergency programming or due to another reason.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Device in emergency settings since minimum 6 months. The physician would like to know if it is a consequence of involuntary emergency programming or due to another reason.